Event description:
On (B)(6) 2012, the customer reported the receipt of a cubetainer of access wash buffer ii solution whose internal bladder side seam was damaged, causing the wash buffer to leak. The leak was discovered in the customer's warehouse area. It is unknown as to whether personnel handling the cubetainer were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. There was no indication that the fluid had reached the floor. Although the fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility possessed a hazardous exposure plan and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Review of customer provided photos indicated a cubetainer with some fluid loss and corrugated box damage. A definitive root cause for this event has not been determined to date. Bec identifier for this report is (B)(4).